Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation and additional information obtained when medical surveillance specialist (mss) contacted the patient. The patient stated that the alleged inaccuracy issue first occurred at an unspecified time about 2 months ago. At this time the patient obtained a blood glucose reading of "7.8mmol/l on the subject meter and 3.8mmol/l" on another meter (onetouch ultra easy) within 30 minutes of one another. The patient manages their diabetes with a combination of medications including metformin, gliclazide and canagliflozin on monday the (B)(6), he reported that he decreased his dose of gliclazide from 4 tablets to 3 as a result of the alleged inaccurate high reading. The patient reported that "1 month ago" he developed the symptoms of "fuzzy, shakes and confused" and self-treated with food and/or drink. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter, an approved sample site was being used and the correct testing steps were followed. The test strips had been stored properly, did not exceed their expiry date and the test strip vial was intact. In addition when the patient carried out a control solution test the result was out of range. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition, a secondary issue of vial over labeled by a third party was observed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.